Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Attempts to obtain additional information were unsuccessful. (B)(4).

Event description:
It was reported that the patient had passed away. The patient's family member thought the patient's implantable pulse generator (ipg) may have contributed to the patient's death and they were concerned there may have been an error with the patient's device. Follow up was conducted and revealed the patient had a device check a month prior to their death but no other details about the visit were available. Attempts to obtain additional information were unsuccessful.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.